Event description:
A hospital in (B)(6) returned an rt340 adult dual heated evaqua breathing circuit. Upon receiving the device, a hole was identified on the evaqua expiratory limb. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rt340 adult dual-heated evaqua breathing circuit was returned to fisher & paykel healthcare in (B)(4) where it was visually inspected for the reported damage. Results: visual inspection revealed a hole approximately 62 cm from the distal connector on the evaqua expiratory limb. A lot check could not be performed as a lot number was not provided. Conclusion: based on the inspection of the damage, it is likely that the evaqua expiratory limb was punctured or scratched by a blunt object. All rt340 breathing circuits are pressure tested for leaks prior to being released for distribution. (B)(4). Any breathing circuit which fails any of these tests is discarded. This suggests that the breathing circuit was damaged after it was released for distribution. (B)(4). The user instructions supplied with the rt340 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms; fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage.